Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There was image on the screen due to no output from sdi2. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic procedure, the high-definition serial digital interface terminal (sdi) output on the visera elite ii video system center did not work. There was no image. The intended procedure was completed with a similar device. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine the cause of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated sections b3 and b5.

Event description:
Additional information was received from the reporter. There was no surgical delay.